Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with the discrepancy occurring earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was instructed to call back for further troubleshooting if an active fill estimate issue arises.